Manufacturer narrative:
Evaluation summary: returned for review are two zmr stems, the inner and outer cavities, and cartons. The cartons have sever damage to the security label end. The zmr stem has broken through the poly bag and both plastic cavities. The poly bag around the implant is shredded and torn. This event is likely due to transit damage from the nearly 8-9 years in the field. However, a definitive cause for the experience observed cannot be determined with certainty. Device history records indicate all components were manufactured and inspected to specification.

Event description:
It is reported that the implants have punched through the inner sterile cavities and outer cartons.